Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. A non-bsc stent was initially placed. The physician attempted to place a taxus express2 2.5x24mm drug eluting stent distal to the first stent, however, the taxus express2 stent was unable to cross the non-bsc stent. The physician made several attempts to advance the device through the non-bsc device, but was unsuccessful. The taxus express2 stent was noted to be deformed. The procedure was successfully completed with another 2.5x24mm taxus express2 stent. No patient complications occurred. Patient status is satisfactory.